Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the sheath was found kinked upon opening the kit. Therefore, a new kit was opened. Additional information has been requested from the account.

Event description:
It was reported that: the sheath was found kinked upon opening the kit. Therefore, a new kit was opened.

Manufacturer narrative:
(B)(4). Additional information received from the customer indicates the catheter was bent and not the sheath as originally reported. The customer returned one sheath assembly for evaluation. No signs of use were observed on the sheath. Visual inspection revealed the proximal extension line was kinked and deformed midway down the extrusion. The appearance of this defect is consistent with damage related to component placement during the packaging process. The deformation in the extension line was located 37mm from the proximal luer hub. The outer diameter of the proximal extension line measured 2.98mm which is within the specifications of 2.90-3.00mm per product drawing. The inner diameter of the proximal extension line measured 2.159mm, which is within the specifications of 2.11-2.21mm per product drawing. This indicates that the wall thickness measured within specification. The packaging facility has previously been contacted for defects of this nature. They indicated that inadvertently engaging the extension line slide clamp during packaging could cause this defect. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The customer report of a damaged extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed deformation of the proximal extension line, whose appearance was consistent with prolonged clamping of the extension line in the package. Based on these circumstances, packaging likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.